Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021]. Enterobacter cloacae complex (scanty growth), pseudomonas aeruginosa (scanty growth). [Second time; (B)(6) 2021]. The instrument channel: klebsiella pneumoniae (moderate growth). The suction channel: klebsiella pneumoniae (light growth). The auxiliary channel: klebsiella pneumoniae (light growth). [Third time; (B)(6) 2021]. The suction channel: pseudomonas aeruginosa (moderate growth), ochrobactrum intermedium (moderate growth), klebsiella pneumoniae (light growth) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) pty ltd for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of olympus. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.